Event description:
Unit was reported to have a fire at bottom of unit.

Manufacturer narrative:
Unit was never returned or made available for eval. An MDR was not filed within 30 days of becoming aware of the event because the complaint/adverse event was not determined to be MDR reportable based on the company's investigation of the complaint/event and existing procedures in place at the time info was received. Complaint reporting and MDR procedures have more recently been updated and prior complaints/adverse events reviewed. We are submitting this complaint/adverse event as an MDR, based on our updated procedures within 30 days of the retrospective review.